Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to evaluate the imaging system, revealing that the standalone kit/ x-ray relay control pcb required replacement. After replacing the parts, the representative performed an imaging system check-out, all areas passed. System performed as intended. Testing of the returned parts failed to confirm the reported issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the medtronic imaging system would not boot; 'connected not ready' was displayed on the pendant. She reported that the system was rebooted several times with no resolution. Likewise, the umbilical was reconnected with no resolution. Use of the medtronic imaging system use was aborted and case continued with different imaging system; there was about 15 minute delay to the spine procedure to troubleshoot medtronic imaging system. There was no impact on patient outcome.